Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient underwent an excision for cyst/mass vaginal on (B)(6) 2013. It was reported the patient underwent a mesh takedown and excision of the periurethral due to a tight sling mesh and vaginal burning on (B)(6) 2014. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004 and a mesh was implanted. It was reported that patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and vaginal scarring. It was reported that patient underwent urinary injections on (B)(6) 2012. It was reported that patient underwent mesh removal on (B)(6) 2013 and on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
It was reported that patient underwent bilateral l2, l3, l4, paraspinal facet block on (B)(6) 2015 due to spondylosis with radiculopathy.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Date sent to the FDA: 1/8/2016, corrected information.